Event description:
(B)(4). On (B)(6) 2014 this patient underwent endovascular treatment for a symptomatic aneurysm, caused by a chronic dissection that extended from zone 3 to zone 10 of the thoracic aorta. The patient was implanted with a conformable gore® tag® thoracic endoprosthesis in zone 3. The maximum total aortic diameter (including true and false lumen in dissection) within the diseased segment being treated measured 56.0mm at the origin of zone 4. The patient was asymptomatic and the procedure was elective. The primary entry tear was located in zone 4 and left uncovered. The patient tolerated the procedure without evidence of endoleak. It was reported that the follow up imaging determined aortic enlargement greater than 5mm distal to the treated aorta within the dissection.

Manufacturer narrative:
All information contained in this event file was received from (B)(4). (B)(4) is not managed, maintained or supervised by gore; or any representative of gore. The initial information obtained from (B)(4) is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.